Event description:
The reporter stated that relative did meter to "hcp" meter comparison tests. Meter reading was 200 mg/dl, and the "hcp" meter (type unknown) read 100 mg/dl. The relative did not have any symptoms. On follow-up, the subject had never cleaned the meter. The relative had since performed another comparison test with results just a few points apart. A control solution test had also been done, with results that were in range. No harm was alleged.